Event description:
Septic arthritis [arthritis bacterial]. Right knee aspirated [joint effusion]. Bed sores [decubitis ulcer]. Use of walker [gait disturbance]. Arthritis has settled in her hips [arthritis]. Arthritis has settled in her waist [ arthritis]. Arthritis has settled in her left knee [arthritis]. Case description: spontaneous report was received on (B)(6) 2012, from a consumer regarding a (B)(6) female patient, initials (B)(6). The patient's medical history was significant for fibromyalgia, pain in right knee, knee swelling, mobility decreased, difficulty walking, arthritis bacterial and decubitus ulcer. On an unspecified date in (B)(6) 2010, the patient received one synvisc (hylan g-f 20) injection, in her right knee. The lot number of synvisc was not provided. On an unspecified date in (B)(6) 2010, the patient was hospitalized due to septic arthritis and had right knee aspirated (unknown amount aspirated). She was started on intravenous antibiotics 24 hours a day. Different chambers of the right knee were cleaned out and meniscus in front and rear of her right knee were taken out. It was reported that the tissues were infected. The patient was administered heparin along with intravenous antibiotics and was subsequently transferred to a "convalescent rehab center" where she had her two stitches of the right knee removed. On an unspecified date in (B)(6) 2010, she was discharged from the rehab center. It was reported that, the patient developed bed sores and started use of walker. On an unspecified date, the patient had an ultrasound on both legs (results of which were not provided). As per the patient, the arthritis had settled in her lips, lower waist and some in her left knee. The action taken with synvisc treatment was not provided. The events of septic arthritis, use of walker," arthritis has settled in her hips", "arthritis has settled in her waist", and "arthritis has settled in her left knee," were not yet recovered and the outcome for the events of "right knee aspirated" and bed sores was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. This is one of the 3 reports for the same patient. The total list of cases created for this patient is (B)(4).

Manufacturer narrative:
Manufacturer's comment: the benefit risk relationship of the product is not affected by the report.